Manufacturer narrative:
During a post investigation review, it was determined that the event was reportable under 21 cfr part 803 MDR. (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Evaluation- a review of the complaint history, instructions for use (IFU), quality control, specifications and a visual inspection of the complaint device was conducted for the purpose of this investigation. The complaint product from lot number 682385 was returned for investigation. A visual examination confirms that the sheath is in a damaged condition. The sheath is separated near the distal end. The introducer has part of the distal end of the sheath inside the introducer. Sheath appears to be bloody and have biomatter. Instructions are in place to verify the device is manufactured to specifications. The device is shipped with the IFU, which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. The device history record was reviewed and no non-conformances were noted. There is no evidence to suggest the device was not manufactured to specifications. Based on this evaluation, a definitive root could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event.

Event description:
Access was gained from left popliteal artery to the cto lesion of sfa retrograde. The physician punctured to the patient with patients prone posture, and micropuncture transitionless stiffened cannula access set was inserted. Then, the patient changed the body position to supine posture to perform the procedure. The wire guide would not advance through the sheath, so he confirmed the kink in the sheath. Therefore, he advanced introducer into the sheath to support to continue the procedure. It was confirmed that bleeding like observation during angiographic image taken, therefore he removed half of the sheath. The introducer penetrated to the sheath at the kink area, so he removed the introducer first. To prevent the sheath from separating completely, he cut the sheath at 2mm distal side of the penetrated point, and removed the sheath from the patient's body by hand. Another device was used instead to complete the procedure.

Manufacturer narrative:
During a post investigation review, it was determined that the event was reportable under 21 cfr part 803 MDR. (B)(4). Changed from malfunction to serious injury. Corrections* evaluation- a review of the complaint history, instructions for use (IFU), quality control, specifications and a visual inspection of the complaint device was conducted for the purpose of this investigation. The complaint product from lot number 682385 was returned for investigation. A visual examination confirms that the sheath is in a damaged condition. The sheath is separated near the distal end. The introducer has part of the distal end of the sheath inside the introducer. Sheath appears to be bloody and have biomatter. Instructions are in place to verify the device is manufactured to specifications. The device is shipped with the IFU, which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. The device history record was reviewed and no non-conformances were noted. There is no evidence to suggest the device was not manufactured to specifications. Based on this evaluation, a definitive root could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event.

Event description:
Access was gained from left popliteal artery to the cto lesion of sfa retrograde. The physician punctured to the patient with patients prone posture, and micropuncture transitionless stiffened cannula access set was inserted. Then, the patient changed the body position to supine posture to perform the procedure. The wire guide would not advance through the sheath, so he confirmed the kink in the sheath. Therefore, he advanced introducer into the sheath to support to continue the procedure. It was confirmed that bleeding like observation during angiographic image taken, therefore he removed half of the sheath. The introducer penetrated to the sheath at the kink area, so he removed the introducer first. To prevent the sheath from separating completely, he cut the sheath at 2mm distal side of the penetrated point, and removed the sheath from the patient's body by hand. Another device was used instead to complete the procedure.

Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. The outer sheath of the complaint (B)(4) from product lot number 6824385 was returned for investigation. In addition, a tuohy-borst sidearm connector, connecting tube and stopcock were also returned. Sheath was in a damaged condition. The sheath was separated 1 cm distal to the proximal hub. The customer also returned the separated piece of the sheath which was 8.7 cm in length. The sheath was connected to the hub and the sheath tubing was visible inside the hub in spite of the blood and biomatter that was present. The portion of the sheath which was connected to the proximal hub had two kinks present. The first was just distal to the hub. The second was at 0.8mm distal to the hub. The kink near the hub was fractured in the tubing at that kink. In addition, there was a slight bend to the outer sheath, but there were no noted kinks in the separated portion. The inner dilator was not returned. A complaint database search performed at the time this event was reported revealed this to be the only reported complaint associated with the lot number of the complaint device. The noted damage to the returned outer sheath was likely caused by excessive force imposed on the device. It is possible to suggest that the noted movement of the patient during the procedure contributed to this.

Event description:
The physician also alleged that the sheath was fragile.